Event description:
A report was received that following the implant procedure the patient was experiencing nausea. The patient was given IV zofran and the event was resolved. The event of nausea is said to be procedure related.